Event description:
A follow up call was made and the customer stated that she is no longer using the insulin pump. The customer reported having a horrible experience while using the device and has been in the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.